Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204, adjust belt or check belt messages) was confirmed. Upon investigation the monitor's electrode belt connector was not fully seated in j1001 on the ca board. This prevented the monitor from properly communicating with the electrode bel. The root cause for the improperly seated connector could not be positively identified. No adverse event resulted from the damaged monitor connector. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was displaying a service code 204 and adjust belt or check belt messages. The pt was issued a replacement monitor.